Event description:
At 1300 bag said it will be done in 15 min. At 1400 noticed bag still not empty and volume kept having to be added in order to drain the bag fully. Did math and said amount infused was close to 100 just on my shift unsure when previous bag was actually hung. Tubing reset. Tubing in right sided channel the entire shift as had checked beginning of shift due to safety huddle. At 1500 still having to add volume and bag not draining fully and fluid still in chamber, pulling a drop into chamber but not actually dripping down. Pump pulled and new bag and tubing hung on different. Based on volume given charted based off of what pump says it infused was 114.6 just on my shift. There was an additional 8ml that was left in bag that was wasted.